Event description:
It was reported the catheter was placed into the patient's radial artery in the cctc. While in use, the clinician saw a dampened waveform for no apparent reason. As a result, the line was discontinued. The hospital's flushing protocols were noted as: prime and pressurize with ns, flush after blood draws or with zeroing or as needed within the pressurized circuit, usually that equates to 5-10ml of flush art a time - practice has been like this for some time and has not changed. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4).